Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose due to scar tissue. Customer discovered bent cannulas and she was not receiving no delivery alarms. The last blood glucose reading was over 600 mg/dl. Customer treated with insulin pump. Nothing further reported.